Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated from the hub during a percutaneous transhepatic gallbladder drainage (ptgbd) upon insertion. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: conclusion codes: cause not established (4315). A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The device was returned for evaluation in a damaged condition, cut into separate pieces. One piece contained the mac-loc hub in the locked position, and connector cap, while the second piece contained a portion of the catheter tubing with the flaring. The remaining portion of the catheter was not returned. Physical inspection of the device demonstrated no surface damage, only the presence of biomatter. Dimensional measurements confirmed that the device was manufactured to the correct specifications and tolerances. A twist test was performed, revealing the assembly was secure. Upon removal of the connector cap, the suture string was found to be wound within the threading. It was noted that the catheter flare was lopsided. Due to the compression the flare experiences within the cap, it is unable to be determined whether the flare was damaged upon removal, or was manufactured out of specifications. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed two nonconforming events. Both were related to issues with end holes or side ports and were scrapped out prior to lot release. There were no reported nonconformances within the mac-loc subassembly. There were 2 subassembly lots for the catheter tubing. The first ((B)(4)) did not reveal any reported nonconformances. (B)(4) contained nonconformances for damage, but were scrapped out prior to release. No nonconformances were related to the failure mode. It should be noted there was one other reported complaint for this lot number. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel will be notified. Per the quality engineering risk assessment, no further action is required we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Additional information: additional information was received on 25jun2018 stating that the device did make patient contact. The procedure was completed successfully using a new substitute device. The location of implantation of the device was in the chest (gallbladder). Device available for eval: yes; product received on: (B)(6) 2018. Device evaluated by mfg: no; device evaluation anticipated, but not yet begun (02) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.